Event description:
Postoperatively, the patient had a routine course at our 2-week visit, at the 6-week visit, she was noted to have some mechanical symptoms with pt initiation. Minimal pain, and sleep returned. Radiographs performed for the mechanical symptoms were concerning for a retained foreign object. Additionally, a CT confirmed a retained foreign object, likely the fibertek's inserter device which had fractured. Returned to surgery on [redacted date] - the metal inserter tip was found anterior to the labrum. The inserter tip was grossly loose and was pulled under and into the buford complex for easy and atraumatic retrieval. The device was sent to pathology for examination.